Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter. The meter has been retunred and, through the course of investigation, it has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.